Manufacturer narrative:
Visual inspection of the returned iloa003 certain® locator® abutment 4.1mm(d) x 3mm(h) by the complaint investigator confirms the device has fractured at approximately the 1st thread.the rounded portion that retains the over denture, shows signs of use.the component was returned to the manufacturer zest for investigation.zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted.investigation review did not identify information suggesting the product contributed to the event. No details were provided regarding the placement and/or maintenance activities. A definitive root cause could not be determined.(B)(4)

Event description:
The doctor has reported that the screw portion of the abutment has fractured. The implant remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.